Event description:
A malfunction alarm with a code labeled malf 12 was reported. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer administered a correction injection manually and did not need incapacitating assistance from a third party. Technical support provided information on resetting the pump, but the customer planned to perform the reset later as she was not at home with the mobile app.